Event description:
Independent repair center: stuck alarming or red light. Per independent repair statement alarming or red light. Key failure was the rexroth valve was stuck. Additional malfunctions was the poppet valve was not shifting, the cooling fan and mounts were loud and the heat exchanger, muffler, clamp, zip ties and elbow were leaking.